Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-08683. It was reported that the burr became stuck with the rotawire. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel. During procedure, when the burr was removed after ablation, it became stuck with the rotawire. The device was removed together with the rotawire. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.